Event description:
It was reported that the patient's right knee was revised due to stem loosening. As a result, the stem was buttressing against the cortex. The femoral component, stem and liner were revised. Rep reported he may be able to obtain x-rays and operative report, and reported that no further information would be available.

Manufacturer narrative:
An event regarding revision surgery due to loosening of a triathlon stem involving a triathlon femoral component was reported. Conclusion: based on the information provided, the stem was revised due to loosening. A full complaint investigation was completed for the stem loosening event within this pi. There is no indication that the femoral component had loosened, it would have to be revised to gain access to the stem. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to stem loosening. As a result, the stem was buttressing against the cortex. The femoral component, stem and liner were revised. Rep reported he may be able to obtain x-rays and operative report, and reported that no further information would be available.